Event description:
According to the reporter, during a laparoscopic umbilical hernia patch repair (tape) procedure, at the abdominal wall, when the device was used to fix the mesh that was placed in front of the peritoneum, the first time firing in the abdominal cavity, no tack was fired out. The second time firing in the abdominal cavity, no tack was fired out. Then no tack was fired out, after it was taken out of the abdominal cavity. The third time firing in the abdominal cavity, half of the tack was fired out. It was confirmed that the device was stopped being used and replaced with a new tack handle to resolve the issue. There was patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.